Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. A day after event onset, the patient was hospitalized for the event and was subsequently discharged the same day. The patient was treated with intraperitoneal antibiotics for the event. At the time of this report, the patient was recovering from the event and pd therapy was temporarily discontinued. No additional information is available.